Manufacturer narrative:
Devices were not returned for evaluation.

Event description:
It was reported that allegedly the patient's dual magec rods failed to lengthen. However, the patient had a definitive fusion without incident after forty-five (45) months of implantation.